Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, a loud noise was heard emitting from the imaging system when performing image acquisitions. The scan was performed, however the image quality was poor. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: the x-ray hand switch was returned to the manufacturer for analysis. Visual inspection confirms x-ray hand switch was physically damaged; a split down the side and rattling sound heard when shaken. A system test and functional test passed and x-ray images were acquired successfully.